Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure two fibers failed. The first fiber failed at 37,110 joules and 7:07 mins of use; due to overheating fiber sheath and switching the laser into standby mode was reported. The fiber was exchanged and at 52,935 joules and 7 minutes of use second fiber issue of; "broken fiber" was reported. The fiber was exchanged and the procedure was completed using third fiber. The fiber tips (caps) for both the fibers were not cleaned during the procedure. Patient outcome: "ok" reported. No injury to patient was reported.